Manufacturer narrative:
The curved catheter was bent before the procedure was started. Bending of the curved catheter is cautioned against in the accompanying dfu.

Event description:
The physician tried to shape the end of the curved catheter and the black tip detached. The technologist pulled another catheter off of the shelf and continued the procedure. No patient injury.